Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified one manufacturing nonconformity issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed one similar complaint from this lot which is associated with an exception. The complaint investigation determined the reported difficulties are related to manufacturing issues associated with an exception. The complaint investigation determined the reported difficulties are related to manufacturing issues associated with deflation issues. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information. On january 15, 2020, the abbott vascular determined that a field safety corrective action is required for specific lots of nc trek rx coronary dilatation catheter and nc traveler coronary dilatation catheter. The field safety action number is 2024168-1/29/2020-001-r. This action is being taken as a result of an increase in the complaint trend for reported failures of deflation for nc trek rx and nc traveler rx coronary dilatation catheter. Product from identified lots may exhibit slow, partial or failure to deflate.correction: d10, h3 - the device was initially reported as returning for analysis, but has now been reported as not returning because it was discarded at the account.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a non-calcified lesion in the mildly tortuous renal artery. The 4.0x20 mm nc trek balloon dilatation catheter (bdc) was inflated once without issue but completely failed to deflate. Negative pressure was attempted for several minutes to deflate the bdc but was unsuccessful. Resistance was noted with the guide catheter and the bdc was removed fully inflated with the guide catheter. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.